Event description:
The pacemaker was implanted on (B)(6) 2017. Reportedly, during a standard follow-up performed in 2022, it was observed that the pacemaker had reached its recommended replacement time (rrt). The magnet frequency had reached 75min-1, and the battery impedance was 12.14kohm. Another pacemaker was implanted on the left and the subject pacemaker was kept implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2017. Reportedly, during a standard follow-up performed in 2022, it was observed that the pacemaker had reached its recommended replacement time (rrt). The magnet frequency had reached 75min-1, and the battery impedance was 12.14kohm. Another pacemaker was implanted on the left and the subject pacemaker was kept implanted.